Manufacturer narrative:
The reported events of premature depletion and incorrect measurement could not be confirmed. As received device was in backup mode due to exposure to cold temperature after explant. The device image was analyzed and revealed battery measurements to be normal and a false elective replacement indicator (eri) flag was triggered. The eri flag was triggered due to high pacing output by device because of auto-settings enabled. Further electrical and mechanical analysis were performed and did not find any anomaly and device was at end of life (eol) level. Additionally, a longevity calculation was performed and found the battery depletion was normal based on device usage.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, a sharp drop in battery voltage was observed on the device. The physician alleged premature battery depletion to be the cause of the event. Abbott technical support reviewed the event and suspected an overestimation of the device longevity may have occurred at a previous follow-up. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.